Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. Ge healthcare recommended that the unit be sent to the repair depot for replacement of the pneumatic module. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/27/18 phone call, 3/2/18 phone call, 3/5/18 phone call. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported that the unit gave an error and could not be used. There was no report of patient injury.